Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage to the open end of the tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the stopper of a bd vacutainer® sst¿ blood collection tubes was damaged (described as ¿shaved¿). There was no report of exposure, injury or medical intervention.